Event description:
It was reported to stryker that a 76 year-old patient developed extensive liver damage caused by the compressions from the lucas device. The patient associated with the reported event did not survive. This was found during a literature review.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review regarding the reported issue. And, it was concluded that it is likely that the liver damage was caused by the compressions from the lucas device. The device was not returned to stryker for evaluation. The cause of the reported issue could not be established.